Event description:
A site representative reported that while in a cranial procedure, the software was unresponsive during navigation. After a re-boot of the system, the surgeon completed the procedure with the use of the stealthstation s7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Per site representative, patient information will not be made available for this report. Medtronic representative removed cranial software, installed synergy cranial 2.2.6, restored all settings and docom. Tested system and could not duplicate problem after software update. He tested all functions and system tests accurately. Navigation system check-out passed all categories.